Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following cataract extraction with an intraocular lens (iol) implant procedure, he developed double vision and a nerve palsy. The patient also reported that prism was put into his eyeglasses to help address the double vision. The consumer would not provide any further information.